Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4). Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 19402479.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming attempts. No device malfunction was suspected. All device components were explanted and will not be returned.